Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the lead was inserted into the cardiac resynchronization therapy pacemaker (crt-p) header and the setscrew was tightened. The lead exhibited high undefined pacing impedance through the device on several vectors. Lead position was checked on x-ray and the lead was confirmed to be in the desired location. The lead was disconnected from the crt-p, was tested on the analyzer, and was deemed fit to be used. The lead was then reinserted in the crt-p connector port but the high impedance persisted through multiple attempts at reseating the lead. A new crt-p was brought in, normal impedance measurements were observed, and the new device was implanted. No patient complications have been reported as a result of this event.